Event description:
As reported, in early 2009, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. During the procedure, the device was inadvertently partially deployed within the 18fr gore introducer sheath. While attempting to remove the delivery catheter, the leading olive separated within the sheath. The patient was converted to open repair using a gore tube graft (type unk). The trunk ipsilateral leg component was removed, and is being sent to gore along with the delivery catheter. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.